Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the foley catheter, sterilize water was injected during the pre-test, but the water could not be completely drained when it was removed.

Manufacturer narrative:
The reported event is confirmed- other. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temp sensing foley catheter with syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe attempted to the inflated catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated properly. With the syringe attached the balloon did not deflate passively. Using the (in-house) syringe the balloon inflated ok and deflated passively with no issues deflated in under 5 min: 3 min and 3 sec. The complaint is against the syringe. The labeling was reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Complete initial reporter facility name: (B)(6). Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the foley catheter, sterilize water was injected during the pre-test, but the water could not be completely drained when it was removed.